Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01494. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and penumbra smart coil detachment handle (handle). During the procedure, the physician deployed a smart coil into the target vessel but was unable to detach the coil using the handle. After multiple failed attempts, a new handle was used and the smart coil was detached without an issue. The procedure was completed using additional smart coils and the second handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. 510(k). This report is associated with MFR report number: 3005168196-2017-01494.